Manufacturer narrative:
Based on the technical investigation performed the communication failure is due to due to the force sensor cable being pinched in a robot arm joint. The root cause of the pinching is a design issue.

Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery, following a pinching of the force sensor cable into one of the joints of the robot arm, a communication failure occurred. The cable was removed from the joint and the system restarted. The case was completed as programmed.